Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low impedance measurements. An invasive procedure was performed. The lead was found to have fractured under the clavicle. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.